Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a rusty air valve and plastic distal end cover contamination. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root was linked to component failure. Based on the investigation, its probable that the issues happened to some kind of stress such as damage or deterioration of parts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.